Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test due to faulty force sensor system. Pump passed idle current test, run current test, self-test, off no power test, unexpected error test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported of a motor error alarm. The customer's blood glucose reading was 12.2 mmol/l. The customer stated that the pump was not exposed to high magnetic field. The customer mentioned that the drive support cap was normal. The insulin pump will be returned for analysis.